Event description:
It was reported that a user of the ilet experienced hyperglycemia with self-reported blood glucose values of 319 mg/dl and fingerstick of 329 mg/dl after a routine infusion set change and a usual announced meal, with no alerts, no noted leakage, and no issues with scar tissue or activity. Symptoms included elevated blood glucose. Outcomes included user-performed troubleshooting and education with an infusion set change guided by an agent, and the user declined follow-up. Investigation included remote troubleshooting and user inspection of the removed infusion set cannula, which was described as straight. Investigation of this case revealed no confirmed device malfunction or infusion set defect and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.